Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on an unknown date. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sealant was deployed but did not "take". The physician held pressure for 1 minute but there was a steady stream of blood. Pressure was held for an additional 5 minutes but the patient was still bleeding. At that point the physician used a syvek patch and an additional 10 minutes of pressure to achieve hemostasis. No further information is available. .no further information is available.